Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a pump error repeatedly. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the error happened during the pump self tests. The alarm was explained to the customer and customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low levels alarm confirmed in the pump history due to cold solder joint on keypad assembly. Device received with cracked select button keypad overlay and minor scratches on lcd window.